Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the downloaded log files; however, it was not reproduced. A review of the downloaded controller event log file spanned approximately 14 days ((B)(6) 2023 ¿ (B)(6) 2023 and 0(B)(6) 2023 per time stamp). On (B)(6) 2023 at 09:18:55, the driveline power fault alarm was active due to a power b broken fault. The alarm remained active throughout the remainder of the log file until the driveline was disconnected at 13:16:37 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The controller was then run together with the returned mod cable and did not reproduce any driveline power faults. Additional information provided stated that the controller and mod cable exchanged resolved the issue. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 left ventricular assist system (lvas) instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline power fault alarm was active on the system controller. An analysis of the log files revealed a power issue on one of the wires. The clinic was advised to exchange the modular cable. The modular cable and system controller were exchanged, and the alarm resolved. Related manufacturer reference number: 2916596-2023-02681.